Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 26th april 2011 and performed to specification up to the 14th june 2015. The device failed a self-test due to a low battery on the 21st june 2015 and remained in fault mode until the 6th august 2015 when an increase in voltage suggests a further pad-pak was installed. The device was power cycled, an additional power up was recorded less than a minute later followed by a power up containing nonsensical data. The device failed several further self-tests due to a low battery in december 2015 and april 2016. The device was still in fault mode in july 2016 when an increase in voltage suggests a further pad-pak was installed. The device records power ups containing non-sensical data during this time. During the last power up on the 28th july 2016 the green status led remained constantly lit while the red status led was illuminated in time with the pad-placement leds. No warnings were given at shutdown and the status led remained constantly lit. This indicates a fault. A test shock was delivered without fault and an acceptable measurement was recorded. The device powered off without any warnings and the status led remained constantly lit. This indicates a fault. Investigation found the reported fault can be attributed to membrane failure due to corrosion. Upon visual inspection of the membrane tail, corrosion was found on the multiple tracks. This resulted in the green status led remaining constantly lit which led to an excess current drain. This would account for the low battery fails recorded.